Event description:
It was reported that the atrial lead exhibited low bipolar impedance. Atrial p-waves could not be measured and capture was difficult to access.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).